Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# unknown, product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that the patient had charged their implantable neurostimulator (ins) in 8 months and was not using the stimulation. They had trouble recharging the device and it was determined that the ins was in an overdischarge (od) condition. The patient recently has needed the device and realized they could not turn the ins on or recharge it. No troubleshooting was done but the device was reset. The patient was advised to recharge after the reset. As of (B)(6) 2015 the ins device would not recharge and the patient requested a replacement device from their physician. The patient was due to see the physician in (B)(6) 2015. The indication for use of the implanted device was noted as failed back surgery syndrome. If additional information is received, a follow-up report will be sent.